Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
Dr. Exchanged a 44 mm +8 metal head and 0° liner with a 36 mm eccentric 0° liner and a 36mm universal biolox head and a +4 v40 sleeve. Per dr. The patient complained of pain and had elevated blood ion levels.